Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/21/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No:(B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 9 french arrow steel sheath (model# unknown serial# unknown); soundstar eco 8 french catheter (model# 10439011 serial# (B)(4)); carto 3 system (model# fg540000 serial# (B)(4)); smartablate generator (model# m490007 serial# (B)(4)); smartablate pump (model# m490008 serial# (B)(4)). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an ablation procedure for symptomatic premature ventricular contractions (pvcs) in the left ventricle with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping, the patient reported chest pain and became hypotensive. Pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis was performed and yielded 180 ml. Patient was reported to be in stable condition. Patient fully recovered prior to leaving the procedure room. Patient did not require extended hospitalization as a result of the adverse event. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed as a retrograde aortic approach was used. A 9 french arrow steel sheath was used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 250-300 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
It was reported that a (B)(6) female patient underwent an ablation procedure for symptomatic premature ventricular contractions (pvcs) in the left ventricle with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The catheter was visually inspected and it was found in normal conditions. Then, per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter reported was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Additionally, eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).